Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that in the past she had low blood glucose and her husband had to call the paramedics, but no detail was given on the event. No further information was provided.